Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No beep anomaly was found on the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display on the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with manual injections. The customer stated that he took the batteries out and there was a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.